Event description:
It was reported that the video system center image was flickering, and there was an air pump failure. The issue occurred during reprocessing. There were no reported delays and no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of image flickering. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely failure of the main board caused the image to flicker. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.